Event description:
(B)(6), 2007: total abdominal hysterectomy and right salpingo-oophorectomy for multicystic right ovary, fibroid uterus, endometriosis. Removal of left corpus luteum cyst and repair of left ovary. Floseal applied to large raw posterior oozing area and also to left ovary. On (B)(6) 2007: seen in physician office for fever to 100.6, chills, pelvic pain. Admitted for IV antibiotic therapy. CT scan suggestive of hematoma or pelvic abscess. On (B)(6) 2007: to operating room for diagnostic laparoscopy, exploratory laparotomy, extensive adhesiolysis and left salpingo-oophorectomy. Dense adhesions from omentum and sigmoid to anterior abdominal wall. Colon indurated and inflexible. Peritoneum quite thick. Left side of pelvis also had dense adhesive disease. Left ovary appeared necrotic and infected, although there was no pus. Left salpingo-oophorectomy performed. Pathology findings included marked serosal hemorrhage, adhesions, foreign material with foreign body reaction and marked eosinophil infiltrate.